Event description:
Customer reports receiving high readings. In blood glucose tests, customer recieved a lab reading of 18 mg/dl compared to a meter reading of 193 mg/dl. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. Patient was treated for hypoglycemia, then another lab result was obtained of 38 mg/dl. Customer reports having several other discrepancies with this particular lot of test strips, 40094.